Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector. Analysis also noted that the hanger assembly was broken, the display wires were pinched with the red wire exposed, and the encoder assembly and knob encoders were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg was re-calibrated and the device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular connector port. The epg was returned for service. There was no patient involvement.